Event description:
It was reported by the sales representative that the cover patches were causing an irritation. The patient was called and confirmed that the cover patches caused an irritation. The patient stated that she has red marks on her skin when she takes off the cover patches, which she wears on her neck. The patient stated that she allergic to the adhesive in band-aids. The patient only called the representative who advised to stop wearing the cover patches. Customer service advised to stop wearing covers and only wear 72r electrodes. Later, it was confirmed that the patient did not contact their doctor regarding the skin irritation. The patient was advised by their sales rep to discontinue use of the cover patches, not the physician. This results in change in reportability of the event. No further information has been reported. The cover patches have not been returned for evaluation.

Manufacturer narrative:
Additional information/ correction: b5 based on additional information received through further review of the file, the event is considered not reportable. This supplemental report has been submitted to reflect change in reportability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales rep that the cover patches caused skin irritation and rash. The patient stated that she has red marks on her skin when she takes off the electrodes, which she wears on her neck. The patient stated that she allergic to the adhesive in band-aids. The patient called the doctor and was told to stop wearing the cover patches. No further information has been reported. The cover patches have not been returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales rep that the cover patches caused skin irritation and rash. The patient stated that she has red marks on her skin when she takes off the electrodes, which she wears on her neck. The patient stated that she allergic to the adhesive in band-aids. The patient called the doctor and was told to stop wearing the cover patches. No further information has been reported. The cover patches have not been returned for evaluation.